Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a female connector was separated from the main body. There was no evidence of solvent on the threads of the mainbody. The reported connection issue was not verified, however the cause of the separation issue was determined to be absent or inadequate solvent dispensed during assembly causing the product to separate during use. The female connector was connected to an in lab patient connector and leak tested with no issues. There was no evidence of damage to the female connector. The reported damage issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set was damaged and had a connection issue described as; after a session of peritoneal dialysis (pd) therapy was finished, the patient wanted to separate the pd solution bag and the transfer set and found a loosened connection between solution bag and the luer of the transfer set. A small square particle (a small fragment) came out from transfer set. As stated by the reporter, ¿at the end of the change of fluid at home, to separate the dialysis bag line and peritoneal dialysis infusion joint, the peritoneal dialysis infusion tube seam loose and dropped a square fragment¿. As a result, the patient¿s transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.